Manufacturer narrative:
Additional information was provided in section b5 describe event or problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that constant flow of saline leak occurred from the hemostatic valve of the faradrive steerable sheath when the sheath was tilted during preparation, outside the patient body. The procedure was completed using a different faradrive sheath. No visible air was observed. No patient complication occurred. The product is not expected to return as discarded in the facility. It was further reported that the procedure and indication is atrial fibrillation ablation.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that constant flow of saline leak occurred from the hemostatic valve of the faradrive steerable sheath when the sheath was tilted during preparation, outside the patient body. The procedure was completed using a different faradrive sheath. No visible air was observed. No patient complication occurred. The product is not expected to return as discarded in the facility.